Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2016-00949; reference MFR. Report#: 1627487-2016-00950. It was reported the patient began to receive ineffective stimulation after experiencing a fall. As a result, the patient's leads were explanted and replaced. The doctor also electively explanted and replaced the patient's ipg (with a different model). Effective stimulation was present post-op. Note: model, 3166 lead with lot# 3977535 was for off-label use.